Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A medsun medwatch mandatory and voluntary report with uf/importer report # (B)(4) on (B)(6) 2025, which stated: ¿from staff: primary ivf [intravenous fluids] (d10w) backing up into med-line. Med-line leaking at the filter. A wet area was found on the floor in the patient room, and it was noted to be sticky. The charge nurse traced the tubing back to the filter where it was found to be leaking. The rn flushed the set to be sure it was leaking and found it was indeed leaking at the filter.¿ the date of the event was not specified. Preexisting characteristics that may have contributed to the event: premature infant. The suspected medical device was a 60" smallbore ext set w/0.2 micron filter, clamp, luer lock.

Manufacturer narrative:
D9 - device available for evaluation: no. Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.